Event description:
It was reported that the patient had an altercation/injury and was referred to a surgeon for a possible lead revision. Diagnostics done; as of (B) (6) 2004 showed everything was normal. Follow up with the surgeon's nurse revealed that the patient had her leads revised on (B) (6) 2005. Nurse indicated that the patient came into the office with painful stimulation at her neck which the surgeon believes was a result of high lead impedance. Patient was seen for a consult on (B) (6) 2005, and physician noticed high impedance during system diagnostics test. Patient was then sent for x-rays. While reviewing the x-rays, the surgeon could not assess the lead behind the generator and he believed that the leads were not attached to the generator so he decided to revise the lead. Surgeon did not find any obvious lead discontinuity and any such obvious anomaly with the lead while reviewing the x-rays or observing the lead when it was explanted. Surgeon no longer had x-rays for further review. It was also indicated that the patient had some sort of trauma, and the surgeon believes that it might have caused the high lead impedance to take place, but they weren't sure. Patient only had her lead revised and they have been disposed of by the hospital.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.